Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Further it was reported that the user experienced pain in the implant region for the past two years, but she did not seek medical attention. During explantation an infection in the mastoid region was observed. In addition, necrosis has formed on the skin above the stimulator. Furthermore, during surgery, it was observed that the conductor link had moved toward the external auditory canal. However, this is thought to be due to the cleaning of the external auditory canal performed two months ago. Re-implantation with a cochlear implant is planned as soon as the infection has resolved.

Manufacturer narrative:
Conclusion: according to the information received from the field, the user had no benefit with device as the user's hearing deteriorated postoperatively, but this was not caused by the device. Additionally, it was reported that an infection in the mastoid region and skin necrosis over the implant area were observed during explantation of the device. A review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection and the necrosis. However, the presence of the device might have contributed to its subsequent development. In addition, damages to the lead wire of the conductor link as might be caused by minute device mobility were found during device investigation. The reported cleaning of the auditory canal might have contributed to the mechanical defects. Other mechanical damages found during investigation are attributable to the removal surgery. Re-implantation with a cochlear implant is planned once the infection has completely resolved. This is a final report.

Event description:
The user's hearing performance with the device decreased over time, and since 2014 she has essentially not benefited from the device anymore and has been using hearing aids instead. Over the past two years the user's hearing loss has further worsened and she also had no longer benefit from the hearing aids. The implant was removed as the user is no longer within the indication criteria of the device. During explantation an infection in the mastoid region was observed. In addition, necrosis has formed on the skin above the stimulator. Re-implantation with a cochlear implant is planned as soon as the infection has resolved. However, no further information has been received at this time.